Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and sepsis. In addition, this patient also experienced chest pain and swelling at the incision site. This lead was surgically abandoned due to removal difficulty was met during extraction procedure. No additional adverse patient effects were reported.